Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated product event summary: hvad pump hw25929 and two (2) controllers (con211198 and con191319) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple electrical fault alarms on con211198 since 11/26/2016. After the first electrical fault alarm of type 'sys_rear_phase_b_open¿, 4 high watt alarms have been logged. The electrical fault alarm of type 'sys_rear_phase_b_open¿ caused the pump to run on single stator due to an open phase on the rear stator resulting in high watt alarms, due to the increased power consumption required to run on a single stator. A vad disconnect was then logged on 02:04:06 due to a physical disconnection of the driveline from the controller. The vad disconnect alarm was likely an attempt to troubleshoot the electrical fault and high watt alarms by exchanging the controller. Afterwards, multiple electrical faults of type 'sys_motor_start_failed¿ and vad stopped alarms were logged after the controller was exchanged back, indicating that the pump failed to restart after multiple attempts. This same behavior was repeated multiple times, where a vad disconnect, vad stopped and/or an electrical fault alarm was recorded due to a failure of the pump to restart. Multiple controller power up events were logged on 11/26/2016 without an associated motor start event, most likely due to the vad disconnect or vad stopped alarms that were logged in the alarm file, which likely occurred during troubleshooting. Review of the log files for con191319 revealed 9 electrical fault alarms logged on 11/26/2016 of types 'sys_rear_not_connected¿ indicating that the pump was running on a single stator, 'sys_motor_start_failed¿ indicating that the pump failed to restart on multiple attempts. Alarm log file also shows 17 vad disconnect alarms and 5 vad stopped alarms logged on the same day. 20 controller power-up events were logged on 11/26/2016, no associated motor start event was recorded; these controller losses of power and alarms likely occurred during troubleshooting. Failure analysis of the controllers con211198 and con191319 revealed that the devices passed visual examination and functional testing. Hw25929 also passed internal visual examination and dimensional verification. Functional testing of hw25929 was not possible since the driveline was cut too short to be able to splice the driveline and then conduct a functional test. Pathological evaluation did not reveal any evidence of thrombus within the pump. Additional information received from the site indicated that the patient had pulled the driveline cable when he was not oriented shortly after implant. This excessive force could have resulted in damage to the driveline cable over time, as observed in the pictures provided by the site, and resulted in electrical fault alarms. Based on the available information, the reported electrical fault, vad disconnect, vad stopped, and high watt alarms and failure of the pump to restart events were confirmed. The reported driveline exposed velour event could not be confirmed due to insufficient evidence. Based on the available information, the most likely root cause of the exposed velour event can be attributed to the reported pulling of the driveline cable by the patient. The most likely root cause of the electrical fault alarms may be attributed to excessive force applied to the driveline cable by the patient resulting in intermittent connection between the driveline and controller due to sust ained damaged to the driveline cable. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. There is an internal investigation for failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Correction; h6 and additional product fields d1, d4, h4, h5 additional products: d1: heartware ventricular assist system ¿ controller 1.0 d4: model #: 1407 it/ expiration date: 31-oct-2016 / con191319 UDI #: 00888707002837 h4: mfg date: 31-oct-2015 h5: no h6: patient code(s): c27083 h6: device code(s): c76126 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 d1: heartware ventricular assist system ¿ controller 1.0 d4: model #: 1407 / expiration date: 28-feb-2017 / con211198 UDI #: 00888707002837 h4: mfg date: 28-feb-2016 h5: no h6: patient code(s): c27083 h6: device code(s): c76126 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 4310 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was further reported that the patient pulled out the driveline on (B)(6) 2016 due disorientation from stroke. The wires on the driveline were found cut when seen by the physician. After the pump exchange, the patient was reported to be alive and in good condition. He was discharged on (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other device involved in this event: controller/con211198; cat# 1407it; exp. Date: 02/28/2017; mfg. Date: 02/28/2016. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2016 the patient had 4 high watt alarms and 12 vad disconnect alarms on one of the main controllers and 8 vad stopped alarms on the backup controller with an additional 13 electrical fault alarms also logged. The vad stopped and the patient was taken to the hospital. It was stated that the physician replaced the controller, but the pump didn't start. The replacement was repeated another 2 times with 2 other controllers, but the pump still did not start. The physician replaced the pump and the patient is stable on the intensive care unit (ICU). Patient was stable on the intensive care unit (ICU) and his wife was also there. Patient could not speak due to a thromboembolic event after the first pump implantation. The vad coordinator and nurse translated the questions and the answers. The patient answered with gestures. The patient reported, that he only saw the vad stop alarm. He does not remember the electrical fault alarm which should have been on the screen of the controller before. He and his wife report, that the controller did not alarm before the pump stop. The patient changed the controller from the main controller to the backup controller and the pump still did not start. The patient was at the house of his son, which is close to the hospital. They changed the controllers a few times more on their way to the hospital. The wife of the patient said, that they arrived at the hospital approximately at 1:30 in the night, which was 30min after the first alarm. The patient and his wife also reported, that in the night before the pump stop, approximately at 1:00 am, the patients left leg was shaking and it stopped after 15 minutes. The patient stated never experienced something similar before or after. The patient denied any hiccups during this time. It was stated that the patient's shoulder bag never fell to the floor and also there was no damage of the cable reported nor that the cable was damaged with a door or anything else. The only reported event is shortly after the 1st implant in (B)(6) . The patient was not orientated at this time and pulled the driveline out of the body. So the velour was outside the skin, approx. 5-8 cm. The pump was exchanged (B)(6) 2016, when the surgeon opened the chest at the intercostal place for the exchange, he notice that the cable was not in the loop he had left when the pump was implanted. The cable pointed counter clockwise away from the pump. This direction is opposite to the entrance of the cable into the header. Attached are also the x-rays from the day after the implantation and also after the patient pulled the cable. The x-ray after the implantation shows a nice loop around the pump. The cable is in the correct position. The second x-ray was taken after the patient pulled the driveline. The loop is not there anymore. The pump was plasma sterilized in a bag. The strain relief was not connected, the wires were cut nearly directly at the header. There was a short part of the driveline in the strain relief at the pump. All other parts of the driveline were disposed by the hospital. From the part of the strain relief one wire is missing (green). The pump will be send for further analysis to manufacturer. The hypothesis discussed by the doctor and vad coordinator is that when the patient pulled the cable when he was not orientated, the cable changed the orientation at the pump housing from clockwise to counter clockwise orientation. The continuous force on the cable together with the beating heart caused a cable defect. This defect caused the electrical fault alarm and shortly after this, the pump stopped. No additional information available.

Manufacturer narrative:
Concomitant medical products: controller: (B)(4), catalog: 1407it exp. Date: 10/31/2016 mfg. Date: 10/31/2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: (B)(4). (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed multiple electrical fault alarms on (B)(4) since (B)(6) 2016. After the first electrical fault alarm of type "sys_rear_phase_b_open", 4 high watt alarms have been logged. The electrical fault alarm of type "sys_rear_phase_b_open" caused the pump to run on single stator due to an open phase on the rear stator resulting in high watt alarms. A vad disconnect was then logged on 02:04:06 due to a physical disconnection of the driveline from the controller. The vad disconnect alarm was likely an attempt to troubleshoot the electrical fault and high watt alarms by exchanging the controller. Afterwards, multiple electrical faults of type "sys_motor_start_failed" and vad stopped alarms were logged after the controller was exchanged back, indicating that the pump failed to restart after multiple attempts. An internal investigation has been opened to address failures of the pump to restart. This same behavior was repeated multiple times, where a vad disconnect, vad stopped and/or an electrical fault alarm was recorded due to a failure of the pump to restart. Multiple controller power up events were logged on (B)(6) 2016 without an associated motor start event, most likely due to the vad disconnect or vad stopped alarms that were logged in the alarm file. Review of the log files for (B)(4) revealed 9 electrical fault alarms logged on (B)(6) 2016 of types "sys_rear_not_connected" indicating that the pump was running on a single stator, "sys_motor_start_failed" indicating that the pump failed to restart on multiple attempts. Alarm log file also shows 17 vad disconnect alarms and 5 vad stopped alarms logged on the same day. 20 controller power-up events were logged on (B)(6) 2016, no associated motor start event was recorded. Failure analysis of the controllers (B)(4) revealed that the devices passed visual examination and functional testing. (B)(4) also passed visual examination and dimensional verification. Functional testing of (B)(4) was not possible since the driveline was cut too short to be able to splice the driveline and then conduct a functional test. Pathological evaluation did not reveal any evidence of thrombus within the pump. Additional information received from the site indicated that the patient had pulled the driveline cable when he was not oriented shortly after implant. This excessive force could have resulted in damage to the driveline cable over time as observed in the pictures provided by the site and resulted in electrical fault alarms. The most likely root cause of the electrical fault alarms may be attributed to excessive force applied to the driveline cable by the patient resulting in intermittent connection between the driveline and controller due to sustained damaged to the driveline cable. Heartware has initiated a CAPA which is currently investigating events related to pump not being able to restart. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.